Event description:
It was reported that the patient presented via a merlin home transmission showing non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. The decision was made to continue to monitor the patient. The patient is stable.